Event description:
The customer reported that their device was showing all three icons (attention, service and charge-pak). When the device displays all three icons, it will likely not have sufficient power to deliver defibrillation energy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly. The leaky filters depleted the internal hlc batteries. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.